Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00363 intial report on june 28, 2021. Additional information - 2021-08-27 siemens concluded investigation for advia centaur xp chiv lot 288 repeat non-reactive results on a known hiv positive sample. The sample was re-centrifuged, retested and resulted reactive. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. Siemens customer service engineer (cse) was dispatched to the customer site and performed a total service call. The reagent probe 3 was out of calibration. It is unknown if sample was retested after the serveic was performed. Siemens cannot rule out pre-analytical factors or reagent probe 3 issue as possible cause for the false non-reactive results. No product non-conformance was identified. In section h6, the investigation finding, and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2021-00366 supplemental 1 was filed for the repeat patient result obtained on 2021-06-07.

Manufacturer narrative:
Siemens is investigating this event. The quality control (qc) results were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call on the analyzer. Adjustment was required for rp3 (reagent probe). No other problems were observed. The limitations section of the instructions for use (IFU) states: "currently available assays for the detection of p24 antigen and/or antibodies to (B)(6)and/or (B)(6) may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions." "Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." MDR 1219913-2021-00366 was filed for the repeat patient result obtained on 2021-06-07.

Event description:
A customer obtained a non-reactive (negative) (B)(6) ag/ab combo ((B)(6)) result for one patient on an advia centaur xp analyzer. This initial result was reported to the physician and was questioned. The sample was retested two days later and a non-reactive (negative) result was obtained. Confirmatory testing was performed using an alternate method and the result was reactive (positive). The reactive result was reported to the physician as the correct result. There were no adverse health consequences due to the false negative (B)(6) results.